Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported right side preventative replacement. Healthcare professional additionally reported rupture. The device has been explanted and replaced.

Event description:
Patient reported right side preventative replacement. Healthcare professional additionally reported rupture. The device has been explanted and replaced with other company¿s device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: device photograph(s) for the device related to the reported event of rupture and anxiety - product/ procedure requested on (B)(6)2025 with lot number 2619947 and catalog number 115-272. ¿ rupture: no observed. ¿ anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety-product/procedure: unable to observe. Rupture: observed openings assessed as surgical damage. As per the investigation procedure, wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: rupture: no observed. Anxiety - product/ procedure: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side preventative replacement. Healthcare professional additionally reported rupture. The device has been explanted.

Event description:
Patient reported right side preventative replacement. Healthcare professional additionally reported rupture. The device has been explanted and replaced with other company¿s device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.